Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm during the self-test; the insulin pump was still vibrating in storage mode. The customer's blood glucose level was 121 mg/dl at the time of the incident. The customer stated the insulin pump kept buzzing and it would not stop. The insulin pump did not vibrate during the self test. The customer was advised to revert to backup plan per the healthcare professionals instructions. The device will be returned for analysis.